Manufacturer narrative:
The customer's report was observed during testing, however, the device was put through extensive testing without duplicating the report. The analog board was replaced as a precaution. G1: contact information was updated.

Manufacturer narrative:
Technical support recommended that the analog board be replaced to resolve the reported malfunction. The analog board that was removed from the device was returned to the failure analysis lab for evaluation. During evaluation, the reported malfunction was unable to be duplicated.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device is over triggering with a "check circuit " alarm message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.